Event description:
It was reported that lead helix was deployed numerous times at attempted implant and the helix began "jumping out". The doctor was uncomfortable with redeploying the helix anymore. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. There was blood on/in the helix mechanism and the lead was stretched. The helix extended and retracted within product specification. The full lead was returned for analysis.